Manufacturer narrative:
Corrected data: upon further review, it was determined that the event was related to the patient's ipg reaching normal end of life. Therefore, the event has been deemed as not reportable.

Manufacturer narrative:
Date of event is estimated. Date of implant is unknown.

Event description:
It was reported the patient's ipg was no longer functional due to it being depleted. As a result, the patient's ipg was explanted and replaced to address the issue.